Event description:
Medtronic received information that this mechanical valve exhibited intermittent regurgitation, lasting 1-3 minutes, for the past 12 months. The device has been in service for approximately 3 years. An echocardiogram obtained during the regurgitant episodes identified no tissue, suture lines, or clots that would have resulted in the impingement of the valve. However, during the episodes, the patient experienced tachycardia and a 20 mmhg drop in systolic blood pressure. After approximately 1-3 minutes, the regurgitation would resolve, and the patient's symptoms would normalize. The decision was made to invasively examine the valve. Upon opening the aorta, supravalvular and subvalvular fibrous pannus formation was observed. Subvalvular pannus was determined to be hampering the motion of the disc. The pannus was removed from the valve, and normal function was observed. The valve remains in service without further complications being reported.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the host tissue (i.e., pannus) was surgically removed from the valve, and the valve remains in service. As such, the product will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no evidence to suggest a product malfunction occurred. The reduced performance of the valve was attributed to host tissue overgrowth, a condition attributed to the patient.